Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, the battery's cells were depleted. The cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A united states distributor returned a battery pack sn (B)(4) indicting that it would not power on a monitor.